Manufacturer narrative:
The lot number of the device used is unknown; consequently, the manufacturer date of the device is unknown. Since the device remains implanted and will not be returned for evaluation, a failure analysis is not available, and the relationship between this device and the cause of this event is undetermined.

Event description:
An advantage mid-urethral sling was implanted in 2007. It was reported that the patient (weight unknown) was in urinary retention for approximately 6 weeks and had been taught to self-catheterize. The following month, the physician "took down" the sling (the sling was loosened a little). The patient continued to self-catheterize for approximately one and one half additional weeks. On a follow up visit the patient was reported as being able to void and is completely continent. The physician stated that the procedure was ultimately successful.